Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently passed away. The patient was hospitalized for an unrelated condition. Two days after admission to the hospital, the patient experienced peritonitis. The peritonitis was manifested by abdominal pain and diarrhea. On that same day, the patient was started on piperacillin tazobactam (dose, route, frequency, and duration not reported) and vancomycin (dose, route, frequency, and duration not reported) for peritonitis. The cause of the event was unknown. Four days after the event onset, the peritoneal dialysis catheter was removed and the patient was started on hemodialysis therapy. Nineteen days after the event, while still hospitalized, the patient passed away. The cause of death was reported as respiratory arrest; though an autopsy was not performed. It was not reported if the patient recovered from peritonitis prior to the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.